Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, complication in site preparation (bone graft was required), peri-implantitis, infection, swelling, inflammation, mobility.